Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported this was an unknown procedure performed on (B)(6) 2020. The surgeon heard clicking noise from the truespan peek even before he touched the handle. After the needle was inserted into the meniscus, he grabbed the handle. Then, two implants came out. The complaint device was received and evaluated. Visual observations reveal that the both implants are deployed from the needle shaft assembly. In other hand, the silicone sleeve was intact, it did not present any physical damage. The functional test cannot be performed due to the implants are deployed. The trigger was activated several times and has been ensured the proper functioning. A manufacturing record evaluation was performed for the finished device lot number: [5l45333], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the trigger was activated accidentally when the device was manipulated. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch no additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the had a clicking noise even before the surgeon touched the handle and after the needle was inserted into the meniscus, the surgeon grabbed the handle and the two implants came out. It was reported there was not surgical delay and another like device was available for use. It was reported that there were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.